Event description:
The reporter stated that, the surgeon inserted a aa4204vl single piece silicone lens and the lens tore. The lens was removed without enlarging the incision. No patient injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic along with some of the lens optic is torn off and missing. Clear surgical and reddish residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.